Manufacturer narrative:
The device was explanted due to migration of the electrode lead. The device passed all electrical tests confirming correct device function. Aside from damage sustained during attempted implantation, no other anomalies were identified with the returned device. This report is filed on august 13, 2019.

Manufacturer narrative:
This report is submitted on june 19, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the device was explanted on (B)(6) 2019 because of a tip fold-over of the electrode. The patient was re-implanted at the same surgery.